Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a scab due to a displaced magnet. On (B)(6) 2018, the recipient underwent magnet replacement surgery. Additional medical intervention was not needed.